Event description:
The powercross balloon ruptured at (B)(4) atms (rated burst is (B)(4) atms) during the first inflation to post dilate a self-expanding stent. Another powercross of the same size was used with no issues to complete the procedure. No injury reported. Evaluation of the returned powercross was completed (B)(6) 2016. The report of the powercross balloon burst was confirmed. The returned powercross exhibited a longitudinal tear in the proximal end of the balloon chamber. All components of the powercross dilatation catheter were accounted for.

Manufacturer narrative:
Usage of device correction .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.